Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y leaked. The following information was provided by the initial reporter: at 12:55 the patient's family informed the nurse that the infusion tube was leaking. When the nurse went to the bed, she found that the heparin cap of the indwelling needle had fallen off on the bed sheet, and the liquid flowed out of the port. The other end of the diaphragm was firmly connected with the infusion tube, and the liquid in the medicine bag had been intravenous dripping. It was estimated that about 50-100ml of chemotherapy drugs had flowed out. The patient is not unwell, immediately report to the physician, instruct to remove the indwelling needle, comfort the patient, and continue observation.

Event description:
It was reported that pegasus yel 24ga x 0.75in prn-cap y leaked. The following information was provided by the initial reporter: at 12:55 the patient's family informed the nurse that the infusion tube was leaking. When the nurse went to the bed, she found that the heparin cap of the indwelling needle had fallen off on the bed sheet, and the liquid flowed out of the port. The other end of the diaphragm was firmly connected with the infusion tube, and the liquid in the medicine bag had been intravenous dripping. It was estimated that about 50-100ml of chemotherapy drugs had flowed out. The patient is not unwell, immediately report to the physician, instruct to remove the indwelling needle, comfort the patient, and continue observation.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.